Event description:
Alleged deflation.

Manufacturer narrative:
Capsule contracture reported as the reason for explantation. No findings available. Device discarded.

Event description:
Capsular contracture.